Event description:
The initial reporter received a questionable low troponin t stat result from the cobas 6000 e 601 module. The initial result was 0.522 ng/ml. The first repeat result was <0.010 ng/ml with a data flag and was reported outside of the laboratory. The sample was repeated on another analyzer and the result was 0.103 ng/ml after recentrifugation, the repeat result was 0.553 ng/ml. The initial and third repeat results were believed to be correct as they correlate with previous results and clinical picture for the patient. There was no adverse event. The reagent lot number was 36573300 with an expiration date of 30-nov-2019. The field service representative was unable to determine a cause. He ran performance testing with all results within specifications. The customer ran qc and all results were within acceptable ranges. The investigation did not identify a general instrument or reagent problem. The cause of the event could not be determined.